Event description:
The distributor contacted animas on (B)(6) 2013 alleging the cartridge was not recognized during the load step. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: black box review showed evidence of ¿load step malfunction¿ pointed up with multiple ¿no cartridge detected¿ messages on the reported event date. The pump powered ¿on¿ and displayed ¿verify¿ screen. The unit passed ¿ez-prime¿ steps and it was exercised without issue. Force sensor calibration reading was above normal calibration. Unable to duplicate the alleged ¿load step malfunction¿. Pump¿s case was removed; inspection show a broken solder joint around the force sensor flex pin. Force sensor resistance was measured to be within specifications.